Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. On the same day as the onset, the patient was hospitalized for the peritonitis event. The cause was unknown. On an unreported date, the patient was treated with amphotericin b (intravenous (IV) and intraperitoneally (ip), dose and frequency not reported), flucytosine (per oral (po), dose and frequency not reported) and cotrimoxazole (per oral, dose and frequency not reported) for peritonitis. At the time of this report, the patient had not yet recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available.